Manufacturer narrative:
Pt info was not available at the time of this retrospective report. The software investigation found that the reported event was related to a known issue that has been documented in the software issue tracking sys. The site has performed several cases since this issue without complaint.

Event description:
Facility called in and stated that they are getting a localizer not connected error in navigate. They then stated that they can intermittently track their instruments. She also stated that while registering the pt with tracer, the point cloud appeared perpendicular to where they were tracing. They selected a different series from the disk and they were able to register.